Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the conductor coils were flattened from 247-265 mm from the terminal pin due to clavicular crush. Also, the conductor coils were deformed at 201 mm from the terminal pin due to the suture sleeve tie down. A fracture was confirmed in the conductor coils at 258 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely caused by the lead damage observed in the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2,000 ohms. Pacing threshold measurements had increased, so pacing outputs were set to maximum. Two days later, a lead revision was performed. The physician visualized a fracture on the lead. This lead was explanted, replaced, and will be returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.